Event description:
Battery cover on pt's cadd legacy pump sn (B)(4) cracked. Pump is still functional but pt and I are concerned it may not always be. Sending replacement pump to pt for tomorrow. Pt will return broken pump to ups. No harm to pt. No further info available. Dates of use: from unk to unk. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.